Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact had difficulty installing a cartridge onto the pump. Reportedly, the clear shuttle in the cartridge appeared to be out of place. The customer was able to install the same cartridge; however, while attempting to fill tubing, no insulin was coming out of the patient line. The customer was able to load a new cartridge successfully. Customer's blood glucose level was not impacted.